Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient passed away during an unspecified process step during therapy with the amia device, reported as after connection. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death. It was reported an autopsy was not performed. No additional information is available.

Manufacturer narrative:
Additional information: the patient¿s age was reported as ¿sixties¿. Upon follow up it was reported the patient was connected to the device at the time of death. The cause of death was reported as heart failure. It was unknown if an autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: the device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. A sample analysis was performed, and a simulated treatment was completed with no issues noted. No device failure or malfunction was identified that could have caused or contributed to the reported event. The reported condition was not verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. No device failure or malfunction was identified that could have caused of contributed to the reported events; therefore, the kaguya device is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.